Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had received a motor error. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting and it was reported that he was able to clear the alarm; however, unable to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but motor error alarm during the prime or a33 test due to loose or protruded drive support disk. Unable to perform the occlusion and excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed.